Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A senior biomedical engineer reported that a 910121 lumbar catheter access kit broke when it was being taken out from the patient. Part of it was retained in the patient's body. Additional information was received on 27jul2018 stating that the incident happened last (B)(6) 2018 on a (B)(6) female patient. The 4.5 centimeters (cm) end that had been inserted into the lumbar space (l2/3) was the part that was retained. X-ray and computed tomography (CT) scan was done after the incident. The attempt to remove the drain fragment caused additional time in the operating room (or) however it was unknown as to how many minutes was the delay. Follow-up additional information was received on 31jul2018 indicating that the patient has been discharged and surgery to remove the catheter's retained part was not yet scheduled at this time.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The received lumbar catheter was 747mm; 46mm was missing, from the tip until the last hole. Observation of the broken area under magnification showed irregular edges, likely related to a breakage due to an excessive elongation. The complaint is verified. The device history records were reviewed and did not reveal any anomaly. Given the existing manufacturing controls and the history of complaints and sales, a manufacturing issue is unlikely. A possible cause could be a partial catheter tear at implantation, and if the patient was not enough in the fetal position. The catheter may have been caught between the spinous processes of the lumbar vertebrae, leading to catheter breakage (at the level where it is the less resistant) when submitted to traction during withdrawal. The exact cause of the catheter breakage could not be determined by the investigation.

Event description:
N/a.